Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and a trace ketone level. A correction bolus was delivered to address bg. Reportedly, the customer cleared the alarm and successfully resumed insulin delivery.